Manufacturer narrative:
Results of investigation: the exact root cause is unknown. The customer indicated that neither using an ssd of a known good unit or a new ssd resolved the issue. The mainboard was replaced as it is suspected to have caused the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Imtmedical advised the customer to make sure the ssd card is properly seated with no damage to the holder that secures it and then restart the device. If the issue persists, he can replace it using known good ssd from another unit. After replacement, the suspect device was requesting to "load the factory default settings." This is in order to ensure that the boot process is complete, and the customer was provided 3 options on how to do that including the possibility of downloading the log files. No root cause has been determined.

Event description:
The customer reported black screen with error message "reboot and select proper boot device" on the bellavista 1000. It happened during patient use. However, ventilation continued and the ventilator was replaced with a backup device. No harm is associated with the incident.